Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the part that is detectable to the xray machine is coming out of the sponges and so easily it could happen inside a person. This happened on the or sterile field. No additional information provided stated that in some of the gauze, the tail of the x-ray strip was sticking out a centimeter and the strip itself could easily be pulled out. The concern was quickly identified and those gauze were removed from the field. Only one of the 10 gauze actually made it to the patient, all counts were correct, and there was no reason to believe that they left anything behind; however, an x-ray was performed at the end of the case to confirm no retained foreign objects.

Manufacturer narrative:
A device history records (DHR) was completed and did not indicate any discrepancies. The lot met all defined acceptance requirements and was released. A sample was returned for investigation. Based on sample evaluation, the x-ray detectable strand [radiopaque element] on the top sponge is loose and not embedded within the sponge. Based on this evaluation, the reported condition is confirmed. The potential cause for the reported condition is that the element was not heated to the required temperature to bond with the gauze. When the bonding wheels were not compressing the element strands into the heat roller it causes the wheel to be out of alignment. The root cause was identified and has been corrected. The reported lot was manufactured in 2016 post corrective action implementation 2021. Corrective actions were taken by alerting the manufacturing associates involved in the process about the issue to heighten awareness in order to eliminate the reoccurrence of the issue. Samples were also sent to the production associated for further awareness and the quality impact to our customers. The equipment used in the production of the product is being monitored to ensure that the rollers do not misalign causing the x-ray detectable strand to become loose.

Manufacturer narrative:
Corrected health effect - impact code from 2199 to 4639.